Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that distal stent rows 1-3 were damaged and stretched slightly in a distal direction. Proximal stent rows 1-3 were damaged and stretched slightly in a proximal direction. The undamaged crimped stent outer diameter was measured the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.